Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. There was no reported adverse impact to the customer.